Manufacturer narrative:
Sensor 3mh007gjdn4 has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating paired state: sensor works in this state all 14 days). Inspected the plug assembly, no issues were observed. Observed a watermark at the base of the tail (indicating that the sensor was applied correctly). Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the error message, "replace sensor," when scanning the adc freestyle libre 2 sensor using librelink. On (B)(6) 2021, the customer experienced unspecified hypoglycemic symptoms and had a loss of consciousness. The customer regained consciousness and self-treated with an energy drink and paracetamol for pain killers provided by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the error message, "replace sensor," when scanning the adc freestyle libre 2 sensor using libre link. On (B)(6) 2021, the customer experienced unspecified hypoglycemic symptoms and had a loss of consciousness. The customer regained consciousness and self-treated with an energy drink and paracetamol for pain killers provided by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury.